Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("it was impossible to get the device into the inserter positioned in the working chamber and the inserter broke."), the first episode of complication of device insertion ("after inserting an implant in the first fallopian tube without any problems, the second implant was a total failure") and the second episode of complication of device insertion ("next two attempts performed with a new kit also failed") in a female patient who had essure (batch no. B42248) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage, the first episode of complication of device insertion and the second episode of complication of device insertion. At the time of the report, the device breakage and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: two fragments were retrieved but the next two attempts performed with a new kit also failed. Finally, a it was observed that a third small fragment of the broken inserter that was not able to be seen was stuck and blocked the progression of the device. Total failure to insert essure implant in the second fallopian tube with postponement of insertion to a later date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.829 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician ((B)(4)) and describes the occurrence of device breakage ("it was impossible to get the device into the inserter positioned in the working chamber and the inserter broke.") In a female patient who had essure (batch no. B42248) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage, the first episode of complication of device insertion ("after inserting an implant in the first fallopian tube without any problems, the second implant was a total failure") and the second episode of complication of device insertion ("next two attempts performed with a new kit also failed"). At the time of the report, the device breakage and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: two fragments were retrieved but the next two attempts performed with a new kit also failed. Finally, a it was observed that a third small fragment of the broken inserter that was not able to be seen was stuck and blocked the progression of the device. Total failure to insert essure implant in the second fallopian tube with postponement of insertion to a later date. Company causality comment: this spontaneous case report refers to a female patient who had an essure inserted and, it was impossible to get the device into the inserter positioned in the working chamber and the inserter broke. This event (seen as device breakage during insertion) is anticipated in the reference safety information for essure. The next two attempts performed with a new kit also failed. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, it was reported that the physician had difficulties to get the implant inserter positioned in the working chamber and then it broke. As this reported events occurred during insertion procedure, causality cannot be excluded. No difficulties were reported and, as this event occurred during the insertion procedure, causality was assessed as related. This case was regarded as other reportable incident, as although the inserter breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.